Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported an incident involving the death of the patient that occurred on (B)(6) 2018. The device was in use monitoring the patient at the time of the event. The patient had a pacemaker that stopped capturing. It was reported that the patient's pacer/pacing wires stopped capturing the patient beats. The staff were not alerted to this for a period of time leading to a delay of alarming and urgent therapy. The system detected and counted pacemaker beats in the absence paced beats.

Manufacturer narrative:
The issue is not consistent with a malfunction. Staff had not enabled pace pulse detection for a patient with external pacing wires. Pacermaker capture failure began to occur and continued until only pace pulses were present with no capture. Pace pulses were counted as valid beats due to the fact that pacing detection was off. This contributed to a delay in identification of a change in the condition of the patient. Since the patient did not have a means of continuous monitoring of pulse via pulse oximetry or arterial blood pressure monitoring, there was no other means for the monitor to provide notification for the absence of pulse. At 23:12 a ***vent fib/tach red alarm was provided. Product labeling provides adequate warnings regarding monitoring of paced patients. The issue is consistent with a use related issue which has contributed to a delay in identification of the change in patient status. No further action is indicated at this time.